Event description:
Boston scientific received information that during the implant procedure, after tightening the right ventricular lead set screw, the torque wrench became caught on this device seal plug and difficulty was encountered removing the torque wrench. Finally, the torque wrench was removed with one set screw partially stuck on the wrench tip. The wrench was reinserted with the set screw into the seal plug. However visual inspection revealed seal plug damage. A decision was made to implant a different device and return this device for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, visual inspection confirmed the left ventricular seal plug was damaged. Further inspection revealed the hex slot was damaged. Analysis determined the seal plug damage was consistent with induced damage.